Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital after receiving inappropriate antitachycardia pacing from their implantable cardioverter defibrillator. The device interpreted atrial fibrillation with rapid ventricular response as a ventricular tachycardia resulting in the inappropriate therapy. The device was reprogrammed. Patient was stable.